Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2007 and a cardiovascular event and subsequently expired on (B)(6) 200,7 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular) of two events reported for the same pt involving three separate products; associated mdrs #1225714-2013-01761, 1225714-2013-01762, 1225714-2014-00865, 1225714-2014-00866, 2937457-2014-00402 and 2937457-2014-00403.